Event description:
Upon further confirmation with respect to the file reporting cutter was not functioning (no function/no action at all with the cutter) during surgery is not to be considered a reportable malfunction because a serious injury has not occurred and it is not likely that a recurrence would result in serious injury.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that the cutter was not functioning (no function/no action at all with the cutter) during surgery. The surgery was completed after replacing the product with another one. The procedure type was unknown. There was no patient harm.